Event description:
Inverted septum on injection site, but acct. Reports that nurse couldn't recall details of the incident. No blood spray. Sample available. No further info available from acct. Incident occurred on 09/10/1998.